Manufacturer narrative:
A complaint history review of the lot showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
It was reported that the PICC catheter was implanted in the oncology dept without problems. The patient was transferred to the othorino dept to undergo a tracheotomy and through the PICC catheter, the infusion of general anesthesia was performed. The patient returned to the oncology dept for medication, but they found that at the site where the catheter comes out, the catheter itself had disappeared. Therefore, they carried out an x-ray control, where it was noted that the catheter had migrated into the right ventricle and pulmonary artery. The catheter was removed via angiography procedure.